Manufacturer narrative:
A fix was proposed to the customer for repair of the unit.

Event description:
The hospital reported that the following parts were damaged and need to be replaced: adjustable pressure limit assembly, flow sensor, orange o-ring on ezchange and condenser module, black o-ring on reusable co2 absorber canister, and o-ring valve port, battery, and cover flow sensor. There was no reported patient involvement.